Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implantation procedure, a scratch was noted on the posterior surface of the iol. The iol remains implanted and the surgeon does not have concerns about the visual acuity outcome. Additional information has been requested.